Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the cassette leaked during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected. The elastomer was misaligned and lifted on the pump inlet/outlet ports on the pinch plate. The pump elastomer lifted at the 9 o'clock location. The sample was inserted into the console without modifying the elastomer on the pinch plate. The cassette was able to engage onto the console. The sample primed and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the bss bottle to the drain bag without any interfering. The root cause of the customer's complaint was the alignment of the elastomer on the pinch plate. Based on analysis of the sample, the elastomer was not seated properly on the pinch plate during the manufacturing in the assembly process. Action will not be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).